Manufacturer narrative:
Matschke (2006). Complications in endoscopic anterior thoracolumbar spinal reconstructive surgery. European journal of trauma, volume 32, pages 215-226. This report is for an unknown synex cage (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: matschke (2006). Complications in endoscopic anterior thoracolumbar spinal reconstructive surgery. European journal of trauma, volume 32, pages 215-226. The article references a case study where a revision surgery of the spine due to infection is performed by endoscopic techniques.the endoscopic reconstruction of the spine is a minimally invasive surgical procedure with preservation of the soft tissue which minimizes the incidence of infections. The article references a case study of a (B)(6) male patient who suffered type 3.3 fracture l2 with an incomplete conus-cauda-syndrome after fall. The computerized tomography (CT) scan revealed stenosis of the spinal canal (50%). Patient was treated by a bisegmental spinal fusion with posterior stabilization, laminectomy and a ventral fusion using a cage (synex) and cancellous bone (from left iliac crest). In the postoperative course, a complete recovery of the neurological symptoms were seen. However the following complications were observed. The dorsal devices were removed due to bacterial infection ( s. Aureus). This was followed by a secondary loss of reduction with increasing post traumatic kyphotic deformity and persistent pain.the cage was removed and bone grafts were inserted endoscopically by a ventral approach. There was no reported product problem. This report is for an unknown synex cage. This is report 1 of 1 for (B)(4).